Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the customer experienced a "high" blood glucose (bg) level; specific bg value was not provided. Cause was not known. Customer changed the infusion set and a correction bolus was delivered and correction injection was administered to address bg. Recommendation was made to consult with a healthcare provider regarding diabetes management.